Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)"), pelvic pain ("pain") and device expulsion ("expulsion of essure device") in a 30-year-old female patient (gravida 8, para 4) who had essure (batch no. 709954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included abortion spontaneous and miscarriage. Concurrent conditions included fatigue and hyperemesis gravidarum. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as ondansetron (zofran) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 3 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("pain lower abdomen"). In 2012, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant) and surgery (essure removal). At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, fatigue, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure did not caused birth defects. She had tubal ligation on (B)(6) 2013. The plaintiff experienced two previous pregnancy episodes in 2012 and 2013 captured under the cases (B)(4) respectively. Diagnostic results: (B)(6) 2010, procedure : the essure device was placed showing 4 coils on the right and 5 coils on the left fallopian tube. (B)(6) 2010, pelvic ultrasound examination, uterus appears to be normal in shape and appearance. Coil appears to be in the right side. No free fluid seen at this time. (B)(6) 2012 and (B)(6) 2010, hysterosalpingogram (hsg), transvaginal ultrasound (tvu) the results of essure confirmation test: on (B)(6) 2012 and (B)(6) 2010 unilateral occlusion (left tube occluded). Healthcare provider tell about results: on (B)(6) 2012 ultrasound found coil in right tube and not in left; the hsg found the left tube with coil and occluded and no coil in right tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record received. Pfs and mr received. New reporters and reporter information added. Case medically confirmed. Patient¿s demography added. Relevant history and lab data updated. Product lot number and implanted date added. Events ectopic pregnancy with contraceptive device, device expulsion, vaginal haemorrhage, menorrhagia, fatigue, abdominal pain lower, abdominal pain and device ineffective were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)"), pelvic pain ("pain") and device expulsion ("expulsion of essure device") in a 30-year-old female patient who had essure (batch no. 709954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abortion spontaneous and miscarriage. Concurrent conditions included fatigue and hyperemesis gravidarum. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as codeine phosphate;paracetamol (tylenol with codeine no.3) and ondansetron (zofran). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 month 3 days after insertion of essure. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("pain lower abdomen"). In 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal and to remove the essure implant). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, fatigue, abdominal pain lower and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, device expulsion, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure did not caused birth defects. She had tubal ligation on (B)(6) 2013. The plaintiff experienced another pregnancy episode in 2013 captured under the case (B)(4). Diagnostic results: (B)(6) 2010, procedure : the essure device was placed showing 4 coils on the right and 5 coils on the left fallopian tube. (B)(6) 2010, pelvic ultrasound examination, uterus appears to be normal in shape and appearance. Coil appears to be in the right side. No free fluid seen at this time. (B)(6) 2012 and (B)(6) 2010, hysterosalpingogram (hsg), transvaginal ultrasound (tvu) the results of essure confirmation test: on (B)(6) 2012 and (B)(6) 2010 unilateral occlusion (left tube occluded). Healthcare provider tell about results: on (B)(6) 2012 ultrasound found coil in right tube and not in left; the hsg found the left tube with coil and occluded and no coil in right tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 03-aug-2017: after a company internal review the event coding was amended. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pain outcome was unknown. The reporter considered pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.